Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient programmer was showing the poor communication message since (B)(6) 2016. The patient was assisted with using the programmer with and without the antenna and was getting the poor communication message. The patient replaced the batteries in the patient programmer on (B)(6) 2016. The programmer wouldn't do telemetry with or without the antenna. The patient received a replacement programmer on (B)(6) 2016 and was still getting the poor communication message with and without the antenna attached to the programmer. The patient confirmed the programmer was placed on the incision/implant area. The patient hadn't used the therapy for 3 to 6 months and was not sure if the implant was on or off. The patient didn't use their programmer much at all and noticed they felt a return of symptoms in (B)(6) 2016. The patient tried to increase stimulation, but was unable to communicate. The patient saw a nurse on (B)(6) 2016 and they couldn't connect using the clinician programmer. The nurse was advised that considering the length of time the device had been implanted the implantable neurostimulator (ins) was likely at end of service (eos). The patient would be returning to see their hcp on (B)(6) 2016. They were pretty certain the problem was not with the patient's programmer, but instead with their internal battery which may need replacing. The steps taken to resolve the poor communication screen was that a new programmer was sent out to the patient, but the results were the same indicating it was not the programmer, but was their internal battery. The indication for use for this patient was gastrointestinal/pelvic floor.